Event description:
The manufacturer received information alleging a ventilator alarmed for a high temperature condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow sensor assembly was replaced to address the issue. The outlet flow sensor assembly had evidence of physical damage.

Manufacturer narrative:
It was initially reported, the device's outlet flow sensor assembly was replaced to address the issue. The outlet flow sensor assembly had evidence of physical damage. The outlet flow path thermistor was replaced, not the outlet flow sensor assembly.